Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer called to report that insulin pump has been exposed to moisture damage and is failing to deliver. Customer works out twice a day and believes that sweat may have gotten into the pump. Customer reported that moisture can be seen underneath the lcd display screen. Customer's blood glucose reading was 145 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.